Manufacturer narrative:
Potential risk: when selecting the implant length for a surgical procedure on the basis of the 6.5 mm size indicated on the flap tear, the implant may not reach far enough into the perilymphatic space to achieve optimal sound transfer. The resulting lack of hearing gain may make revision surgery necessary. Manufacturer comment: the clip piston mvp is designed to connect the malleus handle with the inner ear. The ball joint in the shaft makes the implant uniquely bendable to facilitate adjustment to the pt's anatomical situation. It is expected that the surgeon would immediately recognize that the 0.75 mm shorter implant (5.75mm instead of 6.5 mm) does not reach the perilymphatic space. Therefore, the risk that such an implant would actually be surgically placed, appears to be very low. Recall: nevertheless, the MFR has decided to initiate a complete recall of the 32 devices produced with lot 2091306. According to our records, only eight (8) of these devices were sold in the USA. The recall procedures commence today,(B)(4) 2011 and are expected to be completed by (B)(4) 2011. A final report will be submitted approx (B)(6) month(s) later. CAPA: to prevent the occurrence of such mislabeling in the future, kurz has initiated corrective actions affecting the package labels and related verification procedures regarding all of their middle ear implants.

Event description:
On (B)(6) 2011, health professionals at (B)(6), discovered a discrepancy in implant size labeling on the package of the clip piston mvp titanium implant. The size was properly labeled as dia. 0.4 x 5.75 mm on the front outside of the package, the pt/hospital labels on the inside and on the primary package containing the sterile implant. However, on the tear flap on the side, the size was indicated as dia. 0.4 x 6.5 mm.